Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), photographs, videos, event descriptions, and additional field data, arthrex was able to determine the most likely cause of the reported issue. The most likely cause(s) for the reported failure can be attributed to user error, misaligned insertion, or excessive forces through leveraging/prying the device. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/26/2025, it was reported by a sales representative via (B)(4) that an ar-9625 hex driver tip of screwdriver broke off when screwing. This was discovered during the case with no patient harm.